Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Although requested, product has not been received.

Event description:
It was reported that during an infusion of norepinephrine on (B)(6) 2021 the pump stopped and the patient subsequently died the same day. Although requested, no further information was provided.